Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The lens was returned taped between two lens case lids. One lid was for the reported product (tfnt00, 24.0, 15019260066). Viscoelastic was dried on the lens. Both haptics were broken or cut (not found with optic). The optic was cut into two pieces just off center. The lens pieces were cleaned with lphse for further evaluation. The exact center of the optic has multiple small scratches/gouges and one longer scratch. This may be the reported central defect. A second cut was also observed from the edge toward the center. Small cracks are observed near the cut area. These appear to have been caused by an instrument used to grasp the lens and may have occurred during the removal. Three photos were provided. Two of the photos show the lens in the eye. One haptic gusset area is visible to the right side in both photos. Due to glare and the darkness of the photos the reported central defect cannot be differentiated in the two photos. In the third photo, the lens is still in the eye and appears to have been cut from edge to edge. Records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported "defect in central part" could not be determined. The returned lens was damaged in the central optic area. The scratches and small gouges may be the reported central optic "defect". Other damage was observed, which appears to be related to the lens removal. Review of the provided photos could not differentiate central optic damage due to glare and the darkness of the photos. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Due to the presence of surgical solution and the condition of the returned sample, it cannot be determined if the damage was present before use. Associated products were not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: 2020-55320

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), there appeared to be a defect in the central part of the lens described as 'a huge glistening or numerous small shots'. The lens was removed and replaced. Additional information was requested.

Manufacturer narrative:
The sample has not been received at the manufacturing site for evaluation. Three photos were provided. Two of the photos show the lens in the eye. One haptic gusset area is visible to the right side in both photos. Due to glare and the darkness of the photos the reported central defect cannot be differentiated in the two photos. In the third photo, the lens is still in the eye and appears to have been cut from edge to edge. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported issue could not be determined. The sample has not been returned. Review of the provided photos could not differentiate central optic damage due to glare and the darkness of the photos. The third photo shows the lens cut across the center, possibly for removal. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).